Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft and vela suprarenal on (B)(6) 2015. In (B)(6) 2016 this patient had a CT scan that showed a type 1 endoleak, but the patient was non-symptomatic. On (B)(6) 2016, the patient showed up in the emergency room with back and shoulder pain and a secondary procedure was performed the same day. Thirty-day follow-up CT scan showed no endoleak. The patient was implanted with an afx vela infrarenal and a new vela suprarenal.

Manufacturer narrative:
At the completion of the clinical evaluation and based on no available information, there was unsubstantial evidence to support the following reported events: urgent presentation, type 1 endoleak, and successful secondary endovascular procedure. The most likely cause of the loss of seal, procedure related harms, and the final patient disposition could not be determined due to a lack of any medical records or imaging. There have been no further reports of negative patient sequelae. The manufacturing lot review confirmed the devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.